Manufacturer narrative:
The customer reported that their central nurse's station (cns) was showing intermittent communication loss for multiple transmitters. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was showing intermittent communication loss for multiple transmitters.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at ukiah valley medical center reported the following issue with zm-531pa; sn-(B)(6), from patient monitoring: 3 telemetry devices were experiencing intermittent comm loss with cns. Customer reportedly checked and rebooted all 3 orgs, and none show error led. Investigation summary: the root cause of the issue was determined to be improper antenna setting set-up on the cns. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused by improper settings which are predominantly due to user error.

Event description:
The customer reported that their central nurse's station (cns) was showing intermittent communication loss for mutliple transmitters.